Manufacturer narrative:
Alinity I total b-hcg evaluation: the ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Labeling was reviewed which adequately addresses the current issue. No customer returns were available for evaluation. Testing was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer's observation. It is possible that sample or reagent integrity was a factor in this case as the expected result was obtained on retest. Alinity I system evaluation: a review of the alinity I serial (B)(4) service history was performed and found no contributing factors on or around the date of the complaint. A review of the complaint information does not indicate that troubleshooting or part replacement was performed on the analyzer. Furthermore, there has been no subsequent contacts from the customer regarding discrepant results. Labeling was reviewed which adequately addresses the current issue. A review of the alinity I product monitoring review found no similar issues as described in this complaint. No systemic issue or deficiency was identified.

Event description:
The account generated a false positive alinity I total b-hcg of 246.98 miu/ml on a patient sample (ID (B)(6)) that tested bhcg negative at another lab. The sample was retested generating alinity I total b-hcg negative results using the same and different alinity I processing module. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Complete information for correction/removal report number = 3002809144-06/13/19-007-c after further evaluation, section d. Suspect medical device was changed from alinity I processing module; ln 03r65-01; sn ai01219 to alinity ci-series system control module; ln 03r70-01; sn scm01261. The device manufacturing site for both products is the same. A product correction letter was issued on 10jun2019 to all worldwide alinity ci scm customers configured with the alinity I processing modules to inform them of the issue where incorrect results may occur after a system stop due to the alinity I re-use of reaction vessels. The letter further notifies the customer that the alinity ci-series software version 2.6.2 will be released to resolve the issue and instructs the customer on the operational steps to take that will prevent the issue from occurring.

Event description:
The account generated a false positive alinity bhcg of 246.98 miu/ml on a patient sample that tested bhcg negative at another lab. The sample was retested generating alinity bhcg negative on the same and different alinity I analyzers. The discrepant results were determined to be caused by an alinity ci-series software deficiency where the reuse of reaction vessels (rvs) occurred after a system stop. No impact to patient management was reported.